Event description:
It was reported that the patient presented to clinic after receiving a patient alert. The lead impedance was less than 180 ohms. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.